Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient reported advisory power spikes at home. The patient is currently admitted to the hospital however no power spikes observed. Upon admission, the patient¿s lactate dehydrogenase (ldh) increased and now trending down however still higher than reported baseline. Log file submitted revealed an odd strings of low voltage advisories while on battery power. Additional information was requested but not provided.

Manufacturer narrative:
Manufactures investigation conclusion: evaluation of the patient¿s submitted log file confirmed elevations in pump power and decreased pulsatility index (pi). Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these findings could be consistent with thrombus within the pump; however, a direct cause for the reported event could not be conclusively determined through this evaluation. A direct relationship between the device and the reported elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. The submitted log file contained data from 16aug2020 to 26aug2020. The pump remained above the low speed limit for the duration of the log file. The log file captured elevated pump power on (B)(6) 2020. The pi appeared to decrease in conjunction with the elevations in pump power on (B)(6) 2020. There were no atypical alarms and the log file appeared to show the system operating as intended. The account reported that the patient experienced elevated pump power while admitted to the hospital. The patient¿s ldh increased upon admission, then trended down, but still remained higher than baseline. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. Incidental findings: the elevations in pump power with decreased pi were consistent with suspected thrombus within the pump. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 31jul2017. The heartmate ii lvas instructions for use (IFU) lists device thrombosis as an adverse event that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU discusses anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.